Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was received with no vibrator response due to high resistance value across motor vibrator connector pin at electrical board from moisture damage. Moisture damage was also found on the electronic assembly, force sensor, motor, and inside of the battery tube during visual inspection. No moisture damage was found on the keypad assembly. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is located in the formatted history file due to cold solder joints of the keypad assembly. The insulin pump was received with scratched case, cracked battery tube threads, stained serial number label, missing end cap address label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.